Event description:
I became pregnant. I've also have had a lot of pelvic pain since getting essure and irregular menstrual cycles. I also had a tubal ligation done and the doctor left one coil in but could not find the other coil.